Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) to report that the receiver did not display points on the blood glucose graph on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not display points on the blood glucose graph on (B)(6) 2016. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed due to the "call tech support" being displayed on the receiver screen. A data log was able to be downloaded and reviewed. A review of the data log found screen error alarms and firmware errors. The reported event that the receiver did not display points on the blood glucose graph was confirmed. A root cause could not be determined.